Event description:
It was reported that the patient's ECG was turning off since the device was powering on/off. Users switched to a back up defibrillator and resumed patient care. The reported problem had no adverse effect on patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate the reported failure. The event record showed that the device prompted "low battery" message upon power on (6 seconds) and delivered on defibrillation shock a minute after powering on. The device was in use for approximately 11 minutes before the first power loss. During the following 18 minutes of device use, the record showed that it lost power and was turned back on several times. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. Physio determined the most likely root cause for the reported event to be due to low battery. However, a conclusive root cause of the problem could not be determined.